Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 495 mg/dl at the time of incident. The customer¿s current blood glucose value was 161 mg/dl. The insulin pump had no delivery alert. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The customer refused troubleshooting. The insulin pump will not be returned for analysis.